Manufacturer narrative:
Synergy xd mr ous 4.50 x 28mm stent delivery catheter was returned for analysis. A visual and tactile examination identified multiple kinks along the entire length of the hypotube. A visual and tactile examination of the distal extrusion identified a break in the midshaft, at the site of the port exchange. There was clear evidence of excessive tensile force having been applied to the extrusion shaft, with evidence of stretching at various locations along its length. A microscopic examination of the break site in the midshaft extrusion, identified that the extrusion was stretched. The balloon was bonded onto the shaft. A microscopic examination of the balloon identified no tears or pinholes in the balloon material. The balloon appeared to have been inflated and was not refolded. The stent was deployed from the balloon and implanted in the patient. A microscopic examination of the distal tip section of the device identified no damage. A wire insertion examination identified due to the severe stretching that was evident along the distal extrusion, it was not possible to load a 0.014-inch size wire through the device. Photo images provided by the customer confirming the complaint allegation. One image shows the break in the distal extrusion. The break appears to be located at the location of the guidewire exit port. There is clear evidence of excessive tensile force having been applied to the extrusion with clear evidence that the extrusion is stretched. Another image captures the hub and the balloon exiting out of the hoop. An examination of the exposed section of balloon noted that the distal end of the balloon is not folded/rewrapped and is slightly creased. A third image is a photo from the cine media. This photo shows the synergy xd expanded on the balloon, after being pushed through the guide catheter and positioned in the lesion. The synergy xd is positioned over a guidewire and there is a second guidewire also visible in the image. The image appears to capture the initial deployment of the stent, and it does not capture any stent damage or any evidence of a break having occurred in the device.

Event description:
It was reported that balloon detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex artery (cx). The physician used ultrasound equipment (ivus) to observe the morphology of the plaque and decided to implant two stents. A 4.50 x 28mm synergy xd drug-eluting stent was deployed in the proximal part of the cx, however, during withdrawal of the stent delivery system, only the catheter was removed, and the balloon remained inside the patient. The detached balloon was successfully retrieved when removing the catheter and guidewire with no need for snaring or invasive techniques to complete the procedure. There were no patient complications and the patient was discharged the same day. It was further reported that the physician removed the device after the balloon was completely deflated angiographically, which took about 7 seconds.

Event description:
It was reported that balloon detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex artery (cx). The physician used ultrasound equipment (ivus) to observe the morphology of the plaque and decided to implant two stents. A 4.50 x 28mm synergy xd drug-eluting stent was deployed in the proximal part of the cx, however, during withdrawal of the stent delivery system, only the catheter was removed, and the balloon remained inside the patient. The detached balloon was successfully retrieved when removing the catheter and guidewire with no need for snaring or invasive techniques to complete the procedure. There were no patient complications and the patient was discharged the same day. It was further reported that the physician removed the device after the balloon was completely deflated angiographically, which took about 7 seconds.

Manufacturer narrative:
The device was not returned for analysis. However, photo images provided by the customer confirmed the complaint allegation. One image showed the break in the distal extrusion. The break appears to be located at the location of the guidewire exit port. There is clear evidence of excessive tensile force having been applied to the extrusion with clear evidence that the extrusion is stretched. Another image captured the hub and the balloon exiting out of the hoop. An examination of the exposed section of balloon noted that the distal end of the balloon was not folded/rewrapped and was slightly creased. A third image was a photo from the cine media. This photo appeared to show the synergy xd prior to deployment, after being pushed through the guide catheter and positioned in the lesion.

Event description:
It was reported that balloon detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex artery (cx). The physician used ultrasound equipment (ivus) to observe the morphology of the plaque and decided to implant two stents. A 4.50 x 28mm synergy xd drug-eluting stent was deployed in the proximal part of the cx, however, during withdrawal of the stent delivery system, only the catheter was removed, and the balloon remained inside the patient. The detached balloon was successfully retrieved when removing the catheter and guidewire with no need for snaring or invasive techniques to complete the procedure. There were no patient complications and the patient was discharged the same day.